Manufacturer narrative:
(B)(4). Concomitant medical product: unknown tibial tray, catalog #: unknown, lot #: unknown, unknown femoral component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02521, 0001822565-2018-02522.

Event description:
It was reported that the patient has begun experiencing pain and a sore thigh that increases with walking after a right knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: medical product: persona femoral ccr size 6 r, catalog #: 42502206002, lot #: unknown persona tibial tray size e-r, catalog #:42530007102, lot #: unknown nexgen porous patella, catalog #: 00587806532, lot #: unknown multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02521 (tibial tray) 0001822565-2018-02522 (femoral) 0001822565-2018-02523 (articular surface) 0001822565-2018-03329 (patella) - added if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.